Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction or resistance during delivery, positioning, or retrieval of the catheter or an intraluminal device.

Event description:
Medtronic received information regarding a phenom 27 microcatheter that was damaged during the procedure. The patient was undergoing an aneurysm coil embolization procedure. Patient vessel tortuosity was moderate. It was reported that the phenom catheter and any accessory device were prepared according to the instructions for use (IFU). The distal segment of the phenom microcatheter tore when it was advanced. The catheter was removed and replaced to continue the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.